Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the receiver and transmitter on (B)(6) 2016. Patient was advised to reset the device. Reset did not resolve the issue. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of loss of connection was not confirmed. The root cause could not be determined.